Event description:
From staff: the patient was set-up to have a stereotactic biopsy done of her breast. During the biopsy the eviva breast biopsy needle and atec breast biopsy machine would not function correctly. Biopsy setting appeared to be working but there were no specimens being collected. Trouble shooting occurred- suction function was checked, suction canister was replaced, the saline bag was squeezed to try and move possible specimen pieces through the tubing, the machine was turned off and back on and all parts were checked again while needle was inside patient's breast. After that saline was still not traveling through the tubing. Procedure was ended at this point by the radiologist and an attempt to remove specimens from needles was made and sent to the lab. Manufacturer investigating. Manufacturer response for instrument, biopsy, eviva_0913-20 (per site reporter), investigating.